Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. Gtin: unavailable.

Event description:
The patient implanted with a 25mm trifecta valve on (B)(6) 2009 was referred for surgery secondary to aortic insufficiency. Upon surgical examination, the 25mm trifecta valve was explanted on (B)(6) 2015.